Event description:
It was reported that the user was initially unable to attach the adapter connector to the pump, confirmed after verifying the cartridge and stopper were seated, and the issue resolved when a different connector was used. The user had also attempted to use tubing intended for another pump system before switching to the correct ilet inset, after which insulin delivery resumed without alerts or alarms. No reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and no adverse health effects. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the first connector did not engage the pump, while an alternate connector functioned as expected, and incorrect tubing selection contributed to initial insertion difficulty. It was concluded that the event was attributable to user handling and accessory incompatibility, with the device operating within specifications once the correct components were used.